Event description:
A malfunction on the pump was reported by the caller. The impact on the customer's blood glucose level was unknown as the caller declined to answer whether it exceeded 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the same malfunction did not recur afterward. Customer was informed to continue using the pump and to contact support if any issues reoccurred, which was acknowledged and understood.